Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot has been tightened. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Event description:
It was reported, that during a meniscus repair surgery. The t2 implant of the fast-fix 360 fell off from the meniscus. Both t implants were removed from the patient with pliers. The procedure was completed using a smith and nephew back-up device instead. However, it is unknown if there was a surgical delay. No further complications were reported. Patient's status is good.